Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the right atrial lead exhibited oversensing of noise resulting in loss of atrioventricular - av synchrony, the patient experienced pacemaker syndrome. The lead was explanted and replaced. The patient was in stable condition prior, during and post procedure.